Manufacturer narrative:
The cannula accessory was evaluated. Engineering observed a dent on the lip of the cannula on the long side of the distal tip. The dent has created a flat spot on the lip, displacing material towards the inner diameter and creating a small bump on the inner surface. It was determined that the bump had the potential to cause scraping in certain loading conditions. Site has previously returned scraped instruments, see MFR report numbers: 2955842-2007-00223, 2955842-2007-00224, and 2955842-2007-00225.

Event description:
The cannula accessory was returned as part of a field removal action. No pt harm, adverse outcome or injury was reported. The following medwatch reports listed below were also sent to the FDA. These reports only pertain to the field removal action from this specific site: MFR report: # 2955842-2007-00226